Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The care giver (cg) stated that the home patient (hp) started therapy and was currently connected. The technical service representative (tsr) explained the alarm and assisted in troubleshooting. The tsr explained to aseptically disconnect the patient and discard all supplies. The cg was unsure if the patient started initial drain before connecting. The cg will set up with new supplies to complete therapy for the night. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample was not available.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).